Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found due to damage on the channel tube; water tightness was lost, leakage was found in the biopsy channel, the grip had a scratch, the suction connector was dirty due to water leakage, due to damage on the insertion tube rotation ring; the connecting tube does not rotate smoothly, the image guide protector had a cut, the insertion tube rotation ring had a scratch, and due to damage on the bending tube; the joint section between bending tube and distal end is not secure. The investigation is ongoing and follow up with the user facility is being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the the bronchovideoscope was leaking from the working channel. The device was returned for evaluation. During the device evaluation, the forceps channel port was found to be shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the endo therapy accessories were difficult to contact with biopsy channel port because biopsy valve was attached to the port at procedure. In addition, the coiled shaft of cleaning brush may have contacted with the biopsy channel port because biopsy valve was detached at reprocessing. As a result, the event occurred. However, a definitive root cause could not be determined. User can appropriately detect by handling device in accordance with the following instructions for use (IFU) operation manual "preparation and inspection" " inspection of the endoscope" "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities". Olympus will continue to monitor field performance for this device.